Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed siemens that the quality controls (qc) for br (ca27.29) were in range on (B)(6) 2020 at 11:07 a.m., and qc was out of range at 5 p.m. The customer identified the samples that were processed and stated that some of the br 27.29 samples had a greater than 30% difference after performing repeat testing. Siemens received the patient samples and results that were affected and confirmed the thirty-eight (38) samples that had a greater than 30% difference after repeat testing. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit (tsv) and noted that the base pump had crystallization around the cap and dispense port (#1) fitting. No leaks were observed during the inspection and service. The cse replaced the base pump and dispense port fittings. Qc testing was performed, and the results were acceptable. The instrument was verified and operational post service visit. No further evaluation of the device is required.

Event description:
The customer informed siemens that quality controls (qc) were out of range, and thirty-eight (38) discordant cancer antigen (br27.29) results were obtained on their advia centaur xpt instrument. The discordant results were reported to the physician(s). The customer informs that qc testing was repeated and in range. The same samples were used to perform repeat testing and confirm the correct results. The repeat results were lower, and the customer issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the discordant br27.29 results.